Event description:
It was reported that both atrial and ventricular leads have decreased impedance readings and increased thresholds. No over sensing has not been reported. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.